Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not turn on using ac power. Upon examination of the device, physio observed that the device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed the power supply to actually function normally on dc power. It was observed that the cause of the ac failure and the failure to charge the battery was due to a shorted field effect transistor, designator q6.